Event description:
It was reported that slow balloon deflation occurred. The target lesion was located in a coronary artery. A 2.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the physician noted that the balloon deflated slowly. A new device was advanced and completed the procedure. No patient complications were reported.